Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the scope focus of the videoscope was blurry. Based on the results of the investigation, the most probable cause of this complaint is cause traced to component failure. The objective lens was chipped, and glue was missing glue around lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the scope focus of the videoscope was blurry. There were no reports of patient involvement.